Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of ica, transient loss of bcva, iris atrophy -near incision after prolapse. It is also reported that an unplanned post op refractive treatment was performed. In a separate visit the lens was explanted. In a third visit a replacement lens was implanted and the problem was noted as resolved. Cause reported as patient related factor and other.

Manufacturer narrative:
H6-clinical code: 4581- significant reduction of ica, iris atrophy h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).